Event description:
It was reported that the device was explanted after an implant duration of approximately 15.8 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis and dehiscence.

Event description:
Per the customer experience report, "magna 300021mm was implanted to correct aortic stenosis and regurgitation. Customer performed sizing as usual and implanted the device more carefully than ever before. After the implant, regurgitation was observed. On the transesophageal echocardiogram while heart and lung machine was on, stent posts seemed to be located in the shape of isosceles triangle. Customer reopened the aorta but he could not confirm it clearly. Magna 300021mm was explanted due to level iii aortic regurgitation. Perimount 290023mm was implanted as a replacement. It was reported that there were no problems with the aortotomy, sizing and suturing."

Manufacturer narrative:
11/6/09 research and development concluded with the following: ¿this valve was reportedly explanted at implant due to ¿level iii aortic regurgitation¿, which could not be reproduced by using edwards standardized in vitro functional tests. The echo recording was not provided; therefore, it was not possible to confirm the nature or extent of the reported regurgitation. A small amount of leakage was observed in the edwards standardized functional tests through the stent/band assembly, however, the valve meets the regurgitation requirements for this size valve. The small amount of leakage measured in vitro would not typically warrant a ¿level iii¿ description. Initial stent leakage is typical for this type of bioprosthetic valve, but the leakage should be reduced to a negligible level shortly after the administration of protamine to reverse the effects of heparin during the initial operation."

Manufacturer narrative:
Evaluation summary = no inconsistencies detected, the valve will be sent to research and development for functional testing. Method: = x-rayresults: no inconsistencies detected.customer letter requested. The device history record (DHR) review was completed on 10-aug-2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The device will be returned for evaluation. Customer has requested an evaluation only and does not want to be notified of evaluation findings. The device history record (DHR) review has been started. This has been determined to be reportable per edwards lifesciences procedures. No additional information has been provided regarding the patient condition. Device not returned to manufactuer.